Manufacturer narrative:
H3. Analysis of the pump revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6)2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 28-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 81 mcg/day and bupivacaine 15mg/ml at 2.2 mg/day via an implantable pump for unknown indication for use. It was reported that the patient stated that after a refill she was receiving intermittent therapy. Catheter dye study was performed and was unsuccessful. The catheter was not patent. Environmental/external/patient factors that may have led or contributed to the issue were none. Actions taken to resolve the issue were that the pump and catheter were replaced. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 145 lb and medical history was chronic pain.